Event description:
A (B)(6) female who is status post bilateral breast augmentation from 1991. Seen by plastic surgeon with 1 year history of pain and firmness left breast and several month history of same symptoms in right breast. Admitted to surgery center for bilateral capsulotomy with breast implant removal. Original surgery done by another surgeon and facility. See scanned page.